Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in=process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. A sensitivity testing protocol was executed using lot 39317li00. Testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect anti-hcv reagent list number 06c37, lot number 39317li00, was identified.

Event description:
The customer observed (B)(6) result. The customer provided the following data: initial (B)(6) 2014: (B)(6). Retested using a new lot number: retest of same specimen (B)(6) 2014: (B)(6). A new specimen was drawn on (B)(6) 2014: (B)(6). There was no adverse impact to patient management reported.